Event description:
A zurich mandible distractor was implanted in pt. Follow up x-rays revealed the plate had separated near the body and the distractor was removed. The dr replaced the broken device with a new device with the same stock number. This report is the second report for this pt. Refer to medwatch 9610905-2004-00010.